Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00121. It was reported the patient experienced ineffective stimulation. The patient expressed that stimulation was only felt in the stomach/abdomen area. As a result, the leads were explanted and replaced. Post-operatively, there were difficulties getting stimulation. The patient is awaiting further intervention.

Event description:
Device 2 of 2; reference MFR. Report: 3006705815-2019-00121.